Manufacturer narrative:
E1: phone (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a double beep with cassette attached. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D9: product received date 7/23/2024. H3: one device was returned for repair in used condition with reported problem of double beep no cassette. This device has not been in for service in the review period. The reported problem, double beep with no cassette, was not duplicated but found multiple high-pressure alarms in event log history. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the problem. The device passed all functional tests after repair.